Event description:
A surgeon reports that several pts have developed what is described as "fingers" on the anterior surface of the intraocular lens about 3 weeks following intraocular lens implant surgery. An anterior yag has been performed on three of these pts. The surgeon anticipates several more may require intervention next month. The surgeon reports changes to surgical procedure will be implemented to see if this makes a difference for future pts. No further details are anticipated.